Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2013. During the procedure, the rotation of the blade became slow and the blade would not advance. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual main housing of the device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to advance. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.